Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock and hospitalization. Further device testing was completed including testing the device in all positions and noise was able to be reproduced. X-rays were performed and sent to rhythmcare with device data to review. Data review determined the noise was attributed to sense b node impairment. Rhythmcare then provided further troubleshooting options and recommended system revision to optimize placement. The device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock and hospitalization. Further device testing was completed including testing the device in all positions and noise was able to be reproduced. X-rays were performed and sent to rhythmcare with device data to review. Data review determined the noise was attributed to sense b node impairment. Rhythmcare then provided further troubleshooting options and recommended system revision to optimize placement. The device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock and hospitalization. Further device testing was completed including testing the device in all positions and noise was able to be reproduced. X-rays were performed and sent to rhythmcare with device data to review. Data review determined the noise was attributed to sense b node impairment. Rhythmcare then provided further troubleshooting options and recommended system revision to optimize placement. The device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system was then explanted and replaced. No adverse patient effects were reported.